Event description:
In a spinal surgery case a fill tube malfunctioned, causing the distal tip to be driven through the holder, the implant and through the anterior wall of the vertebral body. Circumstances indicated that the fill tube was jammed and continue impact caused the depth stop on the tube to give way. No patient injury or other device adverse event occurred.